Event description:
Philips received a complaint on the product ID 861290 indicating that the devices failed therapy test. The customer evaluated the device and received remote support from the customer care solution center, during which a therapy capacitor was ordered. Based on the information available and the trouble conducted, the cause of the reported problem was a therapy capacitor failure. The reported problem was confirmed. The customer ordered a replacement therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time.